Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for thyrotropin (tsh). The erroneous results were reported outside of the laboratory. The initial tsh result was 0.029 uiu/ml. This result was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2016 the sample was repeated 4 times and a result of 10.54 uiu/ml was provided to the physician as a corrected result. No adverse event occurred. The tsh reagent lot number and expiration date were not provided. It was noted that the customer used 13 mm sample tubes without the mandatory rack adapters as specified by the manufacturer. Based on the information provided, a general reagent issue can most likely be excluded. The most likely root cause is related to not using the mandatory rack adapters with the 13 mm sample tubes. The sample tube was most likely not positioned straight resulting in pipetting an insufficient amount of sample volume.